Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false depressed tsh results on the architect i1000sr analyzer. The customer provided the initial and repeat results of two samples as examples. Sample 1 generated an initial result of <0.01 and repeat 1.83 miu/ml; sample 2 generated an initial result of 0.1344 and repeat 5.31 miu/ml. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer's in-house technician resolved the issue by replacing the architect probe . The architect probe is identified as the likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported since the architect probe was replaced. A review of complaint and trending data for the architect probe identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr was identified.